Event description:
Patient presented to the physician with ongoing headaches, tongue weakness and soreness with deviation, and dysarthria. Physician referred the patient to a speech therapist, and the patient sought additional treatment. Patient returned for a follow-up appointment and reported no improvement following referral to speech therapy.

Event description:
Patient presented back to the physician with continued symptoms of pain in the right ear and occipital region. Physician brought the patient into the or and removed the entire inspire system.